Event description:
On 07/09/2024, a sales representative via sems- (B)(4) reported that (qty. 2) of an ar-8741-40s 3.5 mm beveled ft driver broke during the case when trying to get a screw out, and the head of the driver broke off on both. The patient was not affected. This was discovered during a procedure, with no reported patient harm. Additional information was received on 7/15/2024: (B)(4) an ar-8741-40s 3.5 mm beveled ft driver broke inside the patient, and all fragments were retrieved. There was no case delay. There were no reported issues with the screw itself. This was discovered during a metacarpal fracture procedure on (B)(6) 2024. The case was completed using a solid t10 driver was used to back out the screw. A new hole was drilled, and a new screw was put in. The patient has not experienced adverse effects due to the issue.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-8741-40s serial/batch number (B)(6) was received for investigation. Upon visual inspection, it was determined that the hex tip had broken off. No functional testing was performed as the driver was received broken. The reported issue is most likely due to the driver being overtightened.